Manufacturer narrative:
The field service engineer (fse) discovered the tubing from the blood sampling valve (bsv) to the white blood cell (wbc) bath disconnected at the y-fitting and replaced the tubing to resolve the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported low vacuum low system message and approximately fifteen (15) milliliters of clear fluid leaked outside the instrument while performing system troubleshooting involving coulter lh 750 hematology analyzer. The customer was wearing gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not affected. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control or risk management plan in place for biohazard material.